Event description:
Upon pulling wire and stylet from stent delivery system, stent became dislodged and stayed in the stylet. When the technologist was threading the delivery system onto the wire is when she noticed the stent was missing. They put aside and saved the product and another vendor of stent was used for this patient. Device problem occurred prior to use on a patient. No patient harm.